Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged shortness of breath and dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 04/28/2023 that patient alleged history of sleep apnea and fainting and snoring.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device will not power on/function, short of breath, dizzy. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed an unknown dust like contamination on the sd card filter access flip door, top enclosure, front panel, inlet of the blower box, rear panel, bottom enclosure, blower motor seal, blower motor, and the blower box. Manufacturer observed an unknown plastic like particle on the bottom of the blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Problem code grid, evaluation method code, evaluation result code and conclusion code was updated.